Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the videograph provided by the customer, information provided by our regional office and our knowledge of the product. Results: visual inspection of the provided videography was performed and the leaking at the mr290 chamber dome was confirmed. Conclusion: without the return of the complaint device we were unable to determine what caused the leaking at the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking water from the chamber at a position near the heater plate. There was no reported patient involvement.